Event description:
It was reported the patient had the pump removed shortly after implant because ¿it got tangled and twisted¿ and was no longer giving the patient medication. The patient stated ¿the pump didn't implant well.¿ she had a spinal cord leak which required two emergent surgeries. The patient thought both the pump and catheter were removed. The patient took pain medications after the pump was removed. The pump was used to deliver dilaudid and one other unknown medication.

Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).